Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 491 mg/dl at the time of the incident and current blood glucose was 575 mg/dl. Customer had high blood sugars and also had issues with cannula being bent and also felt hot body flash and then again today running high blood sugars to 442 mg/dl. Customer reported that, the following symptoms related to their blood glucose was neck pains. Customer treated high blood glucose with the insulin pump . Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Customer stated she will monitor her high blood sugars and call. Second time this week had high blood sugars was recorded 575 mg/dl, 492 mg/dl, checked again at it was 485 mg/dl. The device is not expected to be returned for analysis.